Event description:
It was reported there was a possible vegetative growth on the valve. Additional information received reported the patient had strep b acteremia and the source of the vegetation is not known. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.